Event description:
It was reported the lead integrity alert triggered for the right ventricular (rv) lead. The rv lead had an apparent fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing with ventricular non-sustained tachycardia (nst) less than equal to 210 ms on (B)(6) 2012. Also, ventricular fibrillation less than equal to 210 ms average v-cycle on (B)(6) 2012. There was interference/noise with ventricular short interval count (v-sic) equal to 463.2 counts avg/day, in 5.35 days. The resistance/impedance increase and daily pace impedance trend data shows an abrupt increase for max ventricular pace bi impedance equal to 646 to 1976 ohms peak between (B)(6) 2012.